Manufacturer narrative:
UDI(di): (B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that during the implant procedure, several attempts for inserting the lead stylet failed. Lead was not used and was replaced. After explanting the lead, a bent was noted. After straightening the lead, stylet could be advanced. Patient's condition was stable.